Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the symptoms the patient experienced related to the withdrawal were feeling itchy, severe bilateral lower extremity (ble) spasms, and insomnia. Low reservoir alarm occurred on (B)(6) 2018 and empty reservoir alarm occurred on (B)(6) 2018. The patient had a refill on (B)(6) 2018. The pump was dry. The status of the ble spasms was better, the patient indicated their level of spasticity as a 5 out of 10. There was no itchiness. The patient was taking oral baclofen (10g) 3 times daily. Last dose was at 8pm the night of (B)(6) 2018. There were no reported issues with bowl/bladder function. Sleep was better. Alert, oriented to person, place, and time, in no acute distress. The plan was to fill the pump with baclofen at dose of 24mcg/day, simple continuous mode and do 50mcg intrathecal baclofen (itb) bolus in 1-2 weeks to document pump/catheter function. The patient was in agreement with plan. Elective replacement indicator (eri) on this pump was 10 months. Follow-up assessment determined c6-7 traumatic disc rupture with spinal cord injury (sci), spasticity in ble, status post itb pump implant with eri of 10 months, neurogenic bowel/bladder, history of idiopathic thrombocytopenic purpura (itp), and history of seizures. The plan was to check h-reflexes, continue oral baclofen (10g)three times daily for now, fill the pump with baclofen (dose at 24mcg/day, simple continuous mode, concentration 500mcg/ml), and return to clinic in 1-2 weeks for 5mcg itb bolus with h-reflex monitoring (appointment made for (B)(6) 2018). The hcp ordered a x-ray to check for pump and catheter placement. The patient indicated the overall change in their level of spasticity since last visit was minimally improved. Per the hcp, the overall change in spasticity was minimally worse. At refill, the expected reservoir volume (erv) was 0ml and the actual reservoir volume (arv) was 0ml. The next alarm date was (B)(6) 2020, next refill appointment date was (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (500 mcg/ml at 161 mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump was empty. An empty pump alarm was occurring. The patient had missed the refill. The patient had their insurance change and their hcp could no longer fill the pump. The patient was seen in a new clinic on (B)(6) 2018 for a refill. The patient did experience withdrawal. The hcp initially stated that the pump was empty for 60 days (relative to (B)(6) 2018), but then later said it was 3 months. They did not have the logs read to see the empty reservoir date. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the c6-7 traumatic disc rupture with sci pre-dated use of the intrathecal (it) baclofen pump. The empty reservoir caused worsened spasticity, a symptom of itb withdrawal. There were no further complications reported at this time.